Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - release to warehouse date: (B)(6) 2014. Supplier ¿ (B)(6), packaged by ¿ (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver twisted during a procedure on (B)(6) 2016 while the final tightening on the screw was being done. A different, readily available screwdriver was used to perform the final tightening. There were no broken devices. The procedure was successfully completed with no surgical delay. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the distal tip of the driver was found to be twisted. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of excessive torque. The t8 stardrive screwdriver shaft is a common trauma instrument noted in thirty (30) system technique guides including: 2.4mm va lcp distal radius, compact distal radius, and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. Based on the complaint description, a specific system was unable to be identified. In the lcp distal radius system, the driver is available for use in final tightening when utilized in conjunction with a 0.8nm torque limiting attachment. The technique guide notes that use of the tla is mandatory when inserting locking screws into variable angle locking holes in order to ensure the adequate torque is applied. Final locking must be done manually using the tla. The relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level and tip profile. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of excessive torque. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.